Event description:
Customer reported via phone call to have received a no delivery alarm and temp basal and an open circle. Customer was educated on how to cancel temp basal. Customer was in a hurry and was not able to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.